Manufacturer narrative:
Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gds assembly was installed in a test ventilator in an attempt to duplicate the reported problem. The gas delivery system assembly was tested and no failures were identified. The root cause for the reported 'sound which was louder than usual was heard from around white-color filter and noise was heard sometimes' could not be determined.

Manufacturer narrative:
Phone number not provided. The manufacturer¿s international service technician performed run-in test using a test lung with fio2 setting 100% and the reported complaint was confirmed. Flow sensor was replaced then the issue was addressed.

Event description:
The international customer sent the v60 unit to the international service center with report of a nurse indicated that while the unit was in operation, sound which was louder than usual was heard from around white-color filter and noise was heard sometimes, so the unit was collected. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Problem statement: after the event, alternative v60 was replaced to patient. Device evaluation: the gas delivery system was sent to the v60 vent manufacturing facility for evaluation. Investigation is pending. (B)(4).